Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and diabetic ketoacidosis. Manual injections were delivered prior to ER visit. While in the ER, the customer was treated with intravenous fluids and released 5-6 hours later with a bg level of 97 (mg/dl).